Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the part number and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted using a perclose device. Reportedly, after deployment, the suture frayed and broke during knot advancement. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.